Event description:
It was reported that after transfer the patient from the operating room to the ward, foley catheter was naturally removed. During testing, leakage was observed from the balloon section. Two out of three cases were from patients with kidney stones, so patient-related causes were possible. One case might be product related.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, after transfer the patient from the operating room to the ward, foley catheter was naturally removed. During testing, leakage was observed from the balloon section. Two out of three cases were from patients with kidney stones, so patient-related causes were possible. One case might be product related. Per follow up information received via ibc on 18aug2025, stated that no patient injury was reported. Per follow up information received via ibc on 22aug2025, stated that patients with pir were patients without stones.

Manufacturer narrative:
The reported event has been confirmed and is being investigated by capas 12866756 & 12474528. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter with syringe. Visual inspection noted no obvious visible observations. The balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and solution immediately leaked from a 0.013" pinhole located on the catheter balloon. This is out of specification per inspection procedure (B)(4), revision 0, which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as the event is being investigated per capas 12866756 & 12474528. Corrections: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.